Event description:
Pt undergoing endoscopic retrograde cholangiogram creatography. During procedure ball-tip catheter was advanced into papilla and free access made to common duct. Wire was placed through ball-tip catheter. Catheter was removed and attempt with a billroth ii papillotome made but defect resulted in breaking of wire during procedure. Pt underwent repeat ercp when a new papillotome was available.